Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: when the anesthesiologist placed the needle, as soon as it hit the bone, the tip of the needle bends. There was no reported patient injury.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no relevant findings.a review of design change history for kit ak-05502 and part number nz-05500-001 was performed as a part of this investigation. No design changes have been made to this product in the past two years that would have led to this complaint. A corrective action is not required at this time as the potential cause of the needle tip bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle tip bending during use could not be determined based upon the information provided and without a sample.

Event description:
Issue reported: when the anesthesiologist placed the needle, as soon as it hit the bone, the tip of the needle bends. There was no reported patient injury.